Event description:
The patient reported the right ventricular (rv) lead was fractured and required replacement. The pace/sense portion of the rv lead was capped and replaced and the high voltage portion of the rv lead remained in use. It was later reported that during a system upgrade the rv lead was prophylactically explanted and replaced with a new rv high voltage lead. The rv lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned in segments, analyzed and the distal conductor fractured. It was noted that the defibrillation conductor fractured, the proximal conductor fractured, the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on several conductors (not obstructed). Also the outer insulation was breached due to clavicle-rib crush, there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, the inner tubing was kinked/buckled, the outer tubing had environmental stress cracking breach (non-electrical), the outer tubing overlay was breached cut, there was a white substance on the exposed defibrillation coil, the outer insulation had a cosmetic depression, the helix was distorted/bent, there was blood in/on the helix mechanism and there was tissue on the helix.